Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with an edwards valve, implanted in the mitral position, has been placed under consideration for a re-do surgery to explant the valve after an implant duration of approximately 13 years due to calcification. As reported, last tests were demonstrated a failing valve. No other information was provided.

Manufacturer narrative:
F10: device code 3191 = host tissue, pannus h10: additional manufacturer narrative: updated section f10 (device code), h6 photograph images of the valve were received. Per image evaluation, the reported calcification could not be confirmed through image evaluation. Calcification can only be confirmed through x-ray analysis of valve. Report of structural damage was confirmed through observed torn leaflet. Four color images of the valve from the inflow aspect were provided. Valve appeared to have heavy host tissue overgrowth encroached onto the tissue and into the orifice on the inflow aspect. Host tissue overgrowth on the stent circumference appeared heavy on the inflow aspect. One of the leaflets appeared torn on one side.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Attempts have been made to obtain the product for evaluation. The subject device is not available for evaluation.

Event description:
Edwards received notification that this patient with an edwards valve, implanted in the mitral position, was explanted after an implant duration of approximately 13 years due to calcification. Per the surgeon, there was structural damage of one leaflet. As reported, last tests were demonstrated a failing valve. The patient was noted to be fine. No other information was provided.